Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified underweight device, curved opening , flat crease, and wear abrasion. A microscopic analysis was performed, which identified sharp edge and with non-penetrating nicks assessed as surgical impact. Opening and sharp edge opening in the same edge assessed as unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment was a sharp edge opening with non-penetrating nicks due to surgical impact and non-penetrating nicks.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "patient's concern with the product" and rupture. Device remains implanted.